Event description:
The report stated that the device did not seal because of a jaw problem.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.